Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 12/9/14 with the following findings: the display was dim pink. Battery compartment cracked below bumper pad. All keys are responsive, removed the keypad, no evidence of contamination on key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim display. This report is made based on the results of an investigation completed on 12/9/2014.